Manufacturer narrative:
Our product evaluation lab received one model 120804fp embolectomy catheter. The customer report of balloon burst was confirmed. As received, the balloon was found ruptured. Balloon latex was released from proximal winding to check balloon edges at the rupture. Balloon edges did not appear to match up. No visible damage was found from catheter body or windings. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon burst immediately upon testing the device before patient use. There was no allegation of patient injury.